Event description:
It was reported that during service training the cardiosave intra aortic balloon pump(iabp)'s helium tank did not make up to the capacity. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the broken optical coupler. Tests are carried out and the correct operation of the equipment is verified.